Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Device had cracked battery tube thread, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons are unresponsive. It was stated that the customer was out at a band competition the night before. Blood glucose value was 104 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.